Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the fibulink in question. During tensioning, the neck of the long tensioning cap was broken off. It was difficult to remove, so that the permacord was cut inside the body, and the tensioning cap and the fibula link were removed from the fibula. Then, the fibulink implant was disassembled, and the fibula link was extracted and inserted into the tibial screwdriver. The tibia screw was removed, and a new fibulink implant was deployed to the same site. The surgery was completed successfully within 30 minutes delay. The guidewire was carefully inserted into the center of the locking hole in the lateral fibula plate with using a usf sleeve in order to prevent breakage. Although it was proceeded as per procedures, the breakage occurred. According to the surgeon, it seemed that the tensioning cap was turned to press against the plate while connecting the fibula link to the tensioning cap. No further information is available. This is report 1 of 1 fibulink(r) syndesmosis repair kit/ti for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.